Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient was revised from a asr cup, asr head and asr sleeve adaptor to a pinnacle cup (56 mm sector), screws, +4 neutral altrx poly liner and a 36 mm +6 ceramic srom head. Revision performed because of recalled asr cup. Doi: unknown dor: (B)(6) 2018 right hip. Update (B)(6) 2018: asr litigation received. In addition to what were previously alleged, litigation alleges injury, potential cobalt and/or chromium poisoning, constant pain, loss of mobility, metallosis, anxiety, fear, and emotional distress.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
After review of medical records, the patient was revised in order to decrease metal ion production in the right hip. Revision notes reported trunnionosis; the trunnion has blackened material noted. Doi: (B)(6) 2009; dor: (B)(6) 2018 right hip.

Manufacturer narrative:
Pc-(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.